Event description:
A letter was rec'd from this doctor describing a hip stem failure to an unnamed pt. Only implant identification accompanied the letter. Implant and retrieval dates are unknown. The pt was reportedly walking when the stem fractured and the femur fractured also.